Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that had a reaction to the product (rash & burning sensation where the bandage was placed) on completed customer information request (cir) received from the consumer on (B)(6) 2022, she stated that the issue was with the tape area. She stated applied the bandage to the left upper arm to cover a biopsy wound. She added that short while later she felt a burning sensation and upon removal of the product the area where the adhesive touched the skin had welts and was painful. She mentioned sought medical attention and was prescribed fluocinonide 0.05% ointment. She additionally mentioned that used the product also in the left side of her right breast but in there the product just caused redness in the areas where the adhesive touched. Consumer stated the symptoms corrected after stopped using the product.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2022 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of (B)(6) 2022 unused returned product and unused retained product were submitted to the lab for testing, with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening. Refer to this report for further details.